Manufacturer narrative:
An analysis on the unused returned sample provided was inspected and found to be correct and meets the previous specification requirement. However, preventive action has been taken for improvement on the graduation marking length and implemented in manufacturing line on march 2016. For this particular lot# (619725r002, manufactured mar 2015) it was confirmed that the product was made before the action implementation noted. A previous investigation, is applicable to this complaint issue. The previous investigation has been closed. Therefore, this complaint will be closed without further action. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on may 06, 2016. (B)(4).

Manufacturer narrative:
Expiration date: 03/2020. Manufacturing date: 03/2015. Based on the available information, this event is deemed to be a reportable malfunction. Additional details have been requested but not provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the 3.0mm endotracheal tube had markings that are "not correct" on the product. It is unknown if the product was used on a patient. No further details have been provided.